Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio replaced the battery pins, battery wire harness assembly and the power pcb assembly to resolve the reported issue. Physio also replaced the batteries as a precaution. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause of the reported issue was determined to be due to excessive wear on pcb-mounted jack connector, designator j11, of the power pcb assembly as well as cable-mounted plug connector, designator p11, on the battery wire harness assembly (which plugs directly into pcb-mounted jack connector designator j11). The excessive wear can cause increased resistance of the connector contacts which may result in an excessive voltage drop at the contacts when certain device functions which utilize high current (such as printing a code-summary report or charging the defibrillator) are activated. The excessive voltage drop at the contacts can trigger the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that while monitoring a patient with the ECG cables, their device powered itself off and then back on three times. There were no adverse effects to the patient due to the reported issue. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.